Event description:
It was reported that there were high impedance readings that were device related. There was trouble shooting for high impedances during the battery change and the healthcare professional had decided to replace the extension and the implantable neurostimulator (ins). The device was used within for treatment. There was no patient death and the patient had recovered without sequela. Additional information received reported that prior to the implantable neurostimulator (ins) and extension replacement the patient had contralateral dysesthesia, tingling, and sharp pains. The symptoms occurred when the patient would lean down or bend forward a little bit to the right. The impedance issue occurred pre-operation and had not resolved. The cause of the impedance issue was not determined and there were no lead fractures noted on x-rays. Reference manufacturer¿s report numbers: 3004209178-2015-01384 and 3004209178-2015-01385 for the two inss used intra-operatively. Reference manufacturer¿s report number: 3004209178-2015-01391 for the patient¿s currently implanted ins.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # v187428, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v199750, implanted: (B)(6) 2009, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3387s-40, lot # v187428, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v199750, implanted: (B)(6) 2009, product type lead. (B)(4).